Event description:
It was reported that the device detection of ventricular tachycardia (vt) was withheld by the onset feature. The device remains inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-53 implantable pacing lead (B)(6) 2009; 694765 implantable tachy lead (B)(6) 2009. (B)(4).